Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the display screen was dim and discolored. Moisture was observed behind the display lens. Damage to the pump case was observed near the upper right corner between the display lens and cover. The pump failed a leak test due to the damage to the pump case. Unrelated to the dispaly screen, the keypad was peeling at the ok key. All of the keypad buttons were fully responsive. No contamination was observed under the key contacts. Moisture was confirmed on the internal components of the pump.